Manufacturer narrative:
On 9/28/2020, it was noticed that the product was reported to be discarded in section h10 of the 3500a initial medwatch report; this was incorrect. As such, the following corrections have been processed in each respective field: h3. Device evaluated by manufacturer? Changing from "not returned to manufacturer" to "no¿ h3. Reason for non- evaluation ¿other" h6. Method code changed from 4115 (device discarded) to 4118 (type of investigation not yet determined) h6. Result code changed from 3221 (no findings available) to 3233 (results pending completion of investigation) h6. Conclusions code changed from 4315 (cause not established) to 11 (conclusion not yet available) h10. Addnl. Manf. Narrative/corrctve data changed from "the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed." To "the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and developed ventricular fibrillation requiring electric shock. The pentaray nav high-density mapping eco catheter was used with a steerable sheath (direx) for mapping. Post-mapping, the direx sheath was replaced by a fixed sheath (sl0). At the time of transferring from one sheath to the other and reinserting the pentaray into the patient¿s body, the patient developed ventricular fibrillation (vfib). The physician believed it occurred due to an air embolism. There¿s no indication that air embolism was confirmed. Electric shock was applied, and the vfib was resolved. The procedure was continued and subsequently completed. Extended hospitalization was not required. Patient had fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it and it was found in good conditions. The magnetic and electric features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and developed ventricular fibrillation requiring electric shock. The pentaray nav high-density mapping eco catheter was used with a steerable sheath (direx) for mapping. Post-mapping, the direx sheath was replaced by a fixed sheath (sl0). At the time of transferring from one sheath to the other and reinserting the pentaray into the patient¿s body, the patient developed ventricular fibrillation (vfib). The physician believed it occurred due to an air embolism. There¿s no indication that air embolism was confirmed. Electric shock was applied, and the vfib was resolved. The procedure was continued and subsequently completed. Extended hospitalization was not required. Patient had fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Ablation was not performed prior to the adverse event. The force visualization features used included vector, visitag and dashboard. The parameters for stability used with the visitag module parameters were time 3 sec, stability range 3 mm, minimum force 3g, force over time (fot) 25%. This event is being conservatively reported under the pentaray catheter since the issue occurred post-mapping phase and its relationship with the vfib occurrence cannot be excluded.